Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a charred board within the architect c4000 analzyer. The customer indicated that they had smelled a strong odor coming from the analyzer and upon inspection observed the charred board. No smoke or fire was observed. No discrepant results have been generated. No impact to patient management or user safety has been reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service (fs) review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Abbott field service (fs) investigated the issue on-site. The source of the odor was the cnn board, which is the same board observed by the customer as being charred. Fs also determined a leak from the high concentration waste (hcw) peristaltic pump dripped onto the cnn board causing the damage. The 2018 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage associated with the odor or smell of smoke was limited to the cnn board. The evidence of charring was isolated to the cnn board. Field service replaced the damaged parts to restore system operation. A review of the analyzer service history found no subsequent reports. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.